Event description:
A report was received that stated a physician's assistant was splashed in the face with a medication. The pt was receiving the medication via a gluteal needle. During the injection the needle became detached from the syringe and drug splashed on the physician's assistant's face and suit.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.